Event description:
Boston scientific received information that this device had a report of inappropriate anti-tachycardia pacing (atp) and shock delivery due to a sinus tachycardia or supraventricular tachycardia in three episodes. There were no known or alleged adverse effects reported to date. Subsequent review of the electrogram (egm) from the identified episodes showed two separate packages of two bursts of atp and eight shocks were delivered, eventually resulting in exhausted therapies for two of the episodes, for a 1:1 arrhythmia labeled as a ventricular tachycardia (vt). Device therapy delivery was diverted after three shocks in the third episode when the patient's rate slowed below the programmed therapy zones. There was no noise observed. The available information indicates the device remains in service as of the date of this review.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.